Manufacturer narrative:
The actual device was retuned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn and loose which caused the device to run hot. Therefore, the reported condition was confirmed. It was determined that worn and loose bearings created a situation where the cutter was not able to be inserted due to bearings that were no longer in axial alignment not allowing the cutter to pass through. It was determined that if a cutter was able to be inserted and device was ran, there would most certainly be heat above acceptable levels. The assignable root cause was determined to be due to worn out bearings due to normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the short attachment device was heating. It was reported that there was no delay due to the reported event as a spare identical spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.